Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump alarms primary audible alarm background test. No patient injury reported.

Manufacturer narrative:
No device, event history log or error log was returned for investigation. The most proable but undetermined root cause could be attributed to the speaker not operating as intended. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.